Manufacturer narrative:
The investigation of hemolysis and limb ischemia has been completed. The product was returned and evaluated. There was biomaterial on the impeller, but no other abnormalities were found with the returned product. The data logs showed no motor current spikes and therefore no signs of biomaterial ingestion. Clinical details stated that the pump was positioned in the papillary muscle upon arrival to the second hospital, but the pump was not repositioned. The root cause of the hemolysis was most likely improper positioning since the clinical details confirm the positioning issue and no signs of biomaterial ingestion were found in the data logs. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella pump and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant had placed an impella cp pump to support a patient. The patient was seen to have signs of hemolysis with elevated plasma free hemoglobin labs twice. An echocardiogram was performed and showed the impella cp was positioned in the papillary muscle. No attempts were made to reposition. The team also saw limb ischemia and consulted with the vascular team in which they said that the right leg was ¿dead¿ after assessing doppler studies and physical assessment. The patient did get blood products prior to the explant. The patient was placed on extracorporeal membrane oxygenation support and the impella cp was explanted. The day after explant, the patient expired. The relationship between the impella cp and cause of death is unknown.